Event description:
Caller tested 6.5 inr on the coaguchek xs system while a comparison lab returned as 3.0 inr. Caller was treated with oral vitamin k based on the meter result. Upon learning the lab value, caller's physician advised her to decrease her coumadin dose. No adverse event reported. Requested return of suspect system however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Other text : will not be returned to manufacturer.